Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported kink was confirmed. The failure to advance and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending coronary artery with 95% stenosis, mild calcification, and mild tortuosity. Pre-dilatation was performed with an unspecified 2.5x20mm balloon dilatation catheter. A 2.75x18mm xience xpedition stent delivery system (sds) was advanced but was unable to cross the lesion due to resistance with the patient anatomy. No force was applied during the unsuccessful attempts to cross the lesion. The 2.75x18mm xience xpedition sds experienced resistance with the vessel during removal. Upon removal, it was noted that the distal shaft of the 2.75x18mm xience xpedition sds was bent. A new 2.75x18 mm xience xpedition sds was advanced and the stent was implanted. The procedure was successfully completed. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.